Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:46:21. During night drain cycle eight, the patient's ultrafiltration reading was 2234ml, indicating the home patient (hp) drained 1234ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The manual drains in cycle 9 was added to the drain volume in cycle 8, making the therapy log appear to have higher uf. This was because the user turned the device off in the middle of cycle 9 on the (B)(6). The actual drain volume of 1047 ml was 52.3% of the lfv of 2000 ml, which does not meet iipv criteria, as defined in the (B)(4) clinical hazards list. If any additional information is received, a follow-up will be sent.